Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged, which resulted in a pump shutdown. Customer¿s blood glucose level was not impacted by the event. Further information regarding the patient and/or the event was not provided.